Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to high capture threshold. Fluoroscopy reveled that the lead was fixed under the tricuspid valve in a non-traditional location. The physician alleged that this was likely the underlying cause on the elevated capture. The lead was capped on and replaced on (B)(6) 2020. The patient was in stable condition.